Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of wisdom teeth removal (wisdom tooth in 2002) in 2002, knee operation (she had her right knee surgery in 1999) in 1999 and dyspareunia, pelvic pain, dysmenorrhea, irregular menstrual cycle, dysfunctional uterine bleeding, obesity (bmi - 43.42), alcohol use (she does occasionally do alcohol), seizures (her seizures removed), anxiety, weight gain, hair loss, heavy menstrual bleeding (she has had heavy flows 7 to 8 days), uterine anteflexion, parity 3 (p3, vaginal deliveries: 2009 - female, 2011 - female, 2013 - male) and multi gravida (g3). Previously administered products included: antiinfectives for systemic use. The patient had a family history of lung cancer and breast cancer. In 2014, the patient had essure inserted. On (B)(6) 2019, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.423 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with focal mild chronic endocervicitis; no evidence of dysplasia. Secretory phase endometrium; no evidence of hyperplasia or atypia. Benign bilateral fallopian tubes. No evidence of malignancy. Gross description: the bilateral tubes feature proximal embedded metallic coils consistent with essure coils. [Ultrasound scan] on (B)(6) 2019: she had a history of dysfunctional uterine bleeding uterus is 6.5 x 4.4 x 4.7. Uterus is anteflexed. The endometrium as well as slightly does not appear to be have any problems with thickness and size. She had no adnexal masses. The patient had an unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of wisdom teeth removal (wisdom tooth in 2002) in 2002, knee operation (she had her right knee surgery in 1999) in 1999 and dyspareunia, pelvic pain, dysmenorrhea, irregular menstrual cycle, dysfunctional uterine bleeding, obesity (bmi - 43.42), alcohol use (she does occasionally do alcohol), seizures (her seizures removed), anxiety, weight gain, hair loss, heavy menstrual bleeding (she has had heavy flows 7 to 8 days), uterine anteflexion, parity 3 (p3, vaginal deliveries: 2009 - female, 2011 - female, 2013 - male) and multi gravida (g3). Previously administered products included: antiinfectives for systemic use. The patient had a family history of lung cancer and breast cancer. In 2014, the patient had essure inserted. On (B)(6) 2019, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.423 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with focal mild chronic endocervicitis; no evidence of dysplasia. Secretory phase endometrium; no evidence of hyperplasia or atypia. Benign bilateral fallopian tubes. No evidence of malignancy. Gross description: the bilateral tubes feature proximal embedded metallic coils consistent with essure coils. [Ultrasound scan] on (B)(6) 2019: she had a history of dysfunctional uterine bleeding uterus is 6.5 x 4.4 x 4.7. Uterus is anteflexed. The endometrium as well as slightly does not appear to be have any problems with thickness and size. She had no adnexal masses. The patient had an unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the bilateral tubes feature proximal embedded metallic coils consistent with essure coils") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of wisdom teeth removal (wisdom tooth in 2002) in 2002, knee operation (she had her right knee surgery in 1999) in 1999 and dyspareunia, pelvic pain, dysmenorrhea, irregular menstrual cycle, dysfunctional uterine bleeding, obesity (bmi - 43.42), alcohol use (she does occasionally do alcohol), seizures (her seizures removed), anxiety, weight gain, hair loss, heavy menstrual bleeding (she has had heavy flows 7 to 8 days), uterine anteflexion, vaginal delivery (2009 - female 2011 - female 2013 - male), parity 3 (p3) and multi gravida (g3). Previously administered products included: ancef o. The patient had a family history of lung cancer and breast cancer. In 2014, the patient had essure inserted. On (B)(6) 2019,, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.423 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: ¿ cervix with focal mild chronic endocervicitis; no evidence of dysplasia. ¿ secretory phase endometrium; no evidence of hyperplasia or atypia. ¿ benign bilateral fallopian tubes. ¿ no evidence of malignancy. Gross description: the bilateral tubes feature proximal embedded metallic coils consistent with essure coils. [Ultrasound scan] on (B)(6) 2019: she had a history of dysfunctional uterine bleeding uterus is 6.5 x 4.4 x 4.7. Uterus is anteflexed. The endometrium as well as slightly does not appear to be have any problems with thickness and size. She had no adnexal masses. The patient had an unremarkable pelvic ultrasound quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.